Event description:
Customer received result of 20.1 mmol/l on the mobile system and a result of 9.4 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer only returned the meter.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278212, expiration date 06/30/2014). (B)(6).